Event description:
It was reported that an 89-year-old female patient was admitted with the chief complaint of 'cough and sputum for 3 days, and shortness of breath for more than 9 hours.' Due to the patient having 'severe pneumonia' and requiring mechanical ventilation support, the patient underwent endotracheal intubation and mechanical ventilation support on (B)(6) 2026. Subsequently, because the original endotracheal tube had expired, it was replaced with a nasotracheal tube on (B)(6) 2026. On (B)(6) 2026, the patient was found to have shortness of breath and an air leak in the tracheal tube cuff. Bronchoscopy revealed oropharyngeal secretions entering the airway, so the original tracheal tube was removed and replaced with a new one. After replacing the tracheal tube, this situation did not occur again.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.